Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location / failure to occlude (close) fallopian tube(s)') in a (B)(6) year-old female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, rectal polyp, endometrial biopsy, streptococcal pharyngitis, viral syndrome, overweight, polycystic ovary, coughing, sinus congestion, upper respiratory infection, nausea, ear infection, bronchitis, foot pain, cellulitis, ear pain, allergic rhinitis, periumbilical pain, right lower quadrant pain, oral intake reduced, hemorrhoids, vomiting, rectal pain, lower gastrointestinal bleeding, acid reflux (oesophageal), tobacco abuse, hematochezia, cecal polyp, hyperplastic polyp, leg pain, vaginal yeast infection, discharge vaginal, ringworm nos, weight decreased, stress, irregular periods, menstruation abnormal, spotting menstrual, amenorrhea, gastroesophageal reflux disease, genital haemorrhage, chest discomfort and unilateral leg swelling. Previously administered products included for birth control: necon from (B)(6) 2009 to (B)(6) 2009; for an unreported indication: phentermine. Concurrent conditions included obstructive sleep apnea syndrome since (B)(6) 2016, abdominal pain lower since (B)(6) 2016, clotting disorder since (B)(6) 2016, oral contraceptive since (B)(6) 2016, menometrorrhagia since (B)(6) 2015, migraine since (B)(6) 2015, chills since (B)(6) 2013, erythema since (B)(6) 2013, headache since (B)(6) 2013, fever since (B)(6) 2013, sore throat since (B)(6) 2013, chest pain since (B)(6) 2011, morbid obesity since 2004, rhinorrhea, postnasal drip, stomach pain, edema lower limb, lymphadenopathy, itchy, heartburn, regurgitation and bilious vomiting. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2010 to (B)(6) 2010 for birth control, citalopram for depression and anguish, levonorgestrel (mirena) since (B)(6) 2016 for menorrhagia, vaginal haemorrhage and dysmenorrhea as well as ascorbic acid; calcium carbonate; cholecalciferol;cyanocobalamin; dl-alpha tocopheryl acetate; ferrous fumarate; folic acid; levomefolic acid; magnesium oxide; omega-3 fatty acids; pyridoxine hydrochloride (prenate dha) from (B)(6) 2009 to (B)(6) 2010, azithromycin, fluoxetine from (B)(6) 2013 to (B)(6) 2014, hydrocortisone, miconazole nitrate (monistat), naproxen (motrin), paracetamol (tylenol) and vancomycin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash pruritic ("allergic or hypersensitivity reaction type: pruritic rash all over the body"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 14 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced vaginal infection ("infection type: vaginal"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with diphenhydramine hydrochloride, escitalopram oxalate (lexapro), fluconazole (diflucan), fluoxetine hydrochloride (fluoxetin), ibuprofen and venlafaxine hydrochloride (venlafaxin). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, rash pruritic, vaginal infection, anxiety, depression, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, rash pruritic, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils were visible on the right, 3 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2010: failure to occlude (close) fallopian tubes, migration of essure device. There is bilateral patency of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received: case become incident. Lot number was added. Events: migration of essure device location of device: unknown location, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pruritic rash all over the body, infection type: vaginal, anxiety, depression, dysmenorrhea (cramping), abdominal pain were added. Concomitant drugs and conditions were added. Reporters information were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location / failure to occlude (close) fallopian tube(s)') in a 33-year-old female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, rectal polyp, endometrial biopsy, streptococcal pharyngitis, viral syndrome, overweight, polycystic ovary, coughing, sinus congestion, upper respiratory infection, nausea, ear infection, bronchitis, foot pain, cellulitis, ear pain, allergic rhinitis, periumbilical pain, right lower quadrant pain, oral intake reduced, hemorrhoids, vomiting, rectal pain, lower gastrointestinal bleeding, acid reflux (oesophageal), tobacco abuse, hematochezia, cecal polyp, hyperplastic polyp, leg pain, vaginal yeast infection, discharge vaginal, ringworm nos, weight decreased, stress, irregular periods, menstruation abnormal, spotting menstrual, amenorrhea, gastroesophageal reflux disease, genital haemorrhage, chest discomfort and unilateral leg swelling. Previously administered products included for birth control: necon from (B)(6) 2009 to (B)(6) 2009; for an unreported indication: phentermine. Concurrent conditions included obstructive sleep apnea syndrome since (B)(6) 2016, cramp in lower abdomen since (B)(6) 2016, clotting disorder since (B)(6) 2016, oral contraceptive since (B)(6) 2016, menometrorrhagia since (B)(6) 2015, menstrual migraine since (B)(6) 2015, chills since (B)(6) 2013, erythema since (B)(6) 2013, headache since (B)(6) 2013, fever since (B)(6) 2013, sore throat since (B)(6) 2013, chest pain since (B)(6)2011, morbid obesity since 2004, rhinorrhea, postnasal drip, stomach pain, edema lower limb, lymphadenopathy, itchy, heartburn, regurgitation and bilious vomiting. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2010 to (B)(6) 2010 for birth control, citalopram for depression and anguish, levonorgestrel (mirena) since (B)(6) 2016 for menorrhagia, vaginal haemorrhage and dysmenorrhea as well as ascorbic acid;calcium carbonate;colecalciferol;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;levomefolic acid;magnesium oxide;omega-3 fatty acids;pyridoxine hydrochloride (prenate dha) from (B)(6) 2009 to (B)(6) 2010, azithromycin, fluoxetine from (B)(6) 2013 to (B)(6) 2014, hydrocortisone, miconazole nitrate (monistat), naproxen (motrin), paracetamol (tylenol) and vancomycin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: pruritic rash all over the body"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 14 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced vaginal infection ("infection type: vaginal"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with diphenhydramine hydrochloride, escitalopram oxalate (lexapro), fluconazole (diflucan), fluoxetine hydrochloride (fluoxetin), ibuprofen and venlafaxine hydrochloride (venlafaxin). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis allergic, vaginal infection, anxiety, depression, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils were visible on the right, 3 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: failure to occlude (close) fallopian tubes, migration of essure device. There is bilateral patency of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.